Event description:
The customer contacted heartsine to report that their device alternated between recommending no shock and recommending a shock to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heatsine evaluated the device and was unable to duplicate the reported issue. It was observed that device memory was partially erased and therefore no electronic records were available for review. A cause of the reported issue could not be determined.the device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device alternated between recommending no shock and recommending a shock to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer contacted heartsine to report that their device alternated between recommending no shock and recommending a shock to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.